Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 10 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patientexperienced: peri-implantitis and mobility. No further patient complications were reported.